Event description:
It was stated that the customer experienced blood glucose levels between 588 and 600 mg/dl while using a new insulin pump. Offered to call the paramedics, but it was declined. The customer stated that she would be taken to the emergency room for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.